Manufacturer narrative:
Exemption number:1997016. Number of events reported: 23336. Summary of results:evaluation conclusion codes are selected for each reported event to summarize the results of the investigation180:mechanical problem - reported events utilizing this code have had a mechanical malfunction confirmed after investigation. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed malfunctions were not the result of a confirmed manufacturing issue213:no failure detected - after investigation of the reported event, including evaluation of the returned product and/or manufacturing reviews of the reported lot numbers, a failure of the device could not be confirmed. As such, no additional remedialaction was taken3221:no results available since no evaluation performed - a complete investigation could not be performed due to a lack of available event information, specifically confirmed device item and lot information. In some cases, the reported product was also not returned for evaluation. Without this information, the manufacturing history of the reported device(s) could not be completed3252:fracture problem - reported events utilizing this code have had, after investigation, a fracture confirmed in the reported device. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed fractures were not the result of a confirmed manufacturing issuenote: 4621 additional records were included within q4 2018 asr submission, these records are currently "open" and are being reported with the information that zimmer biomet currently has at this time.

Event description:
This report summarizes 23336 reported events for serious injuries. Patient problem codes for these events include: pain, fracture, hypersensitivity, infection, sinus perforation of, wound "dehisence", abscess, edema, inflammation, irritation, nerve damage, swelling, discomfort ,numbness, foreign body in patient, purulent discharge, fistula, no information, no code available. Device problem codes and description summary: fracture: the implant failure due to the implant fracture and is no longer functional, therefore the implant is removed. Mechanical problem: the implant failure is due to the implant hex or internal threads becomes damaged and the mating devices are not able to engage the implant. The implant is deemed no longer functional, therefore the implant is removed. Failure to osseointegrate: the implant failure occurs prior to restoration due to the lack osseointegration; therefore the implant is removed. Loss of osseointegration: the implant failure that occurs post restoration phase due to the loss of integration; therefore the implant is removed. Separation failure: problem associated with the device or one of its components failing to detach or separate as intended. Patient-device incompatibility: problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Device or device component damaged by another device: the implant failure is due to the implant and the implant placement tool becoming damaged by one another. Therefore the implant is removed. Adverse event without identified device or use problem: reported implant failure not related to a device malfunction. Implant failure is due to infection, persistent pain, bone loss, inadequate treatment planning, bone plate fracture, reported allergic reaction, paresthesia and inadequate implant positioning. Therefore the implant is removed and additional medical and/or surgical intervention is required. Range of patient age and patient gender: female: (B)(6) - (B)(6) age range, male: (B)(6) - (B)(6) age range, patient gender was unknown or not provided: (B)(6) - (B)(6) age range.